Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and during testing the fse observed an issue with the cardiosave not charging the batteries. The fse tested and isolated the problem to a defective battery in bay 1. The fse ordered and sent replacement batteries to the hospital's biomed. The fse isolated the zeroing failure to the adapter cable. The customer supplied a new iabp adapter cable and this corrected the failure. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer cleared for clinical use.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient it would not zero the blood pressure. No adverse event has been reported.